Manufacturer narrative:
(B)(4). Exact implant date is unknown. The device was implanted in (B)(6) 2004. Concomitant medical products : revitan®, distal part, curved, uncemented, 24/200 item# 0100406224, lot# 2116892. Foreign: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00293 .

Event description:
It was reported, that: the patient underwent a revision surgery due to the broken revital shaft,approximately 17 years post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received

Manufacturer narrative:
This device was moved from main product to associated product (revitan, distal part, curved, uncemented, 24/200, reported with MDR report number 0009613350-2022-00293). Please invalidate this case from your system. Zimmer gmbh will invalidate this case from the system. Zimmer reference number of this file is (B)(4).

Event description:
See h10